Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Update 9/18/15 & 9/21/15 medical records received. After review of the medical records for MDR reportability, part/lot is being updated. The complaint was updated on:10/12/2015.

Event description:
Litigation papers allege patient heard a pop and felt instant severe pain in his left hip and upper leg while at work, where he was later diagnosed with femoral prosthesis fracture. Litigation states surgeon removed all bone ingrown hardware, including the stem and cup, and cabled, bone grafts. Patient experienced a second episode of feeling a popping and crack in his left hip area. A CT revealed "a laterally angulated acute periprosthetic fracture along the lateral proximal margin of the femoral trochanter, incompletely healed remote periprosthetic fracture about the periprosthetic stem". Unknown devices were implanted after the first stem fracture.